Manufacturer narrative:
Product ID 3889-28, lot# v399340, serial#, implanted: 2010 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the lead was damaged during an explant procedure. During the surgical revision on the right lead/device, as the doctor pulled the lead, the lead sheared and the electrodes and insulation was left in the patient. The surgical revision was for the replacement of the battery, as the original was eos (end of service). The patient did not have any motor response on the left side of the body. The doctor ended up putting it on the right side of the body in a similar location to the electrodes in the body.